Event description:
Event description boston scientific received information that this right ventricular shocking lead was dislodged, as noted on a chest x-ray which was performed after loss of capture was observed. No adverse patient effects have been observed. It was reported that the patient has remained in the hospital since the time of implant due to other complications from the surgery. The patient had mitral valve replacement and tricuspid valve repair at the same time as the implant and the right ventricular outflow tract was damaged during the surgery.